Event description:
It was reported that during a laparoscopic cholecystectomy procedure, three devices were used total in this case with two not working correctly. A third device was used to complete the procedure. No patient consequences were reported. No additional information is available.

Manufacturer narrative:
(B) (4). (B) (4). The instrument was returned in good visual condition and with a malformed clip in the jaws, the clip was analyzed and no conclusion could be reached as to how it became malformed. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. A batch record review was performed and no anomalies were found during the manufacturing process.